Event description:
As physician placing 2nd coil in patient, coil stretched in middle portion upon attempt to reposition. He proceeded to advance stretched coil into aneurysm. Proximal portion of coil was not stretched and detached appropriately. Two small loops of stretched coil protruded from aneurysm upon completion, even with assistance of the hyperglide balloon. No patient injury reported.

Manufacturer narrative:
The coil in this case could not be returned for evaluation, as it was implanted in the patient. A thorough production lot history review did not reveal any non-conformances that would have contributed to the reported event. The product met the acceptance criteria prior to release. Based on the reported event details and the compliant lot history review, a definitive conclusion cannot be drawn at this time. Stretching and premature detachment can occur during repositioning, as stated in the instructions for use provided with the coil.